Manufacturer narrative:
(B)(6).

Event description:
Information was received that discrepancies between the indicated value and the actually remaining value was observed on a smiths medical cadd legacy plus pump - 6500. The customer stated that there "was still a lot when I measured the remaining amount." No adverse patient effects were reported.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. The event log showed no recorded errors. Functional testing involved sensor verification, delivery accuracy and event log review and showed the device delivered within the within manufacturing specification of +/- 6%. On review of the event log it was found that for the most recent infusion, the user had reset the delivery mode to continuous. After completing this action the previous reservoir volume defaults to 1.0ml. Thus resetting the previous reservoir volume of 11.9ml to 1.0ml indicating a discrepancy when compared to actual observed cassette volume (approximately 12ml should have been observed). Based on the investigation, the complaint allegation was not confirmed.